Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 50 mg/dl. It was unknown that customer was customer use auto mode feature at the time of low blood glucose event. Customer stated insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Customer stated had keypad anomaly and buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked case corner of the cracked case behind the insulin pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test and displacement test. No blank display during testing. However, insulin pump alarmed insulin flow blocked during the force sensor test at 2.0 lbs. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No stuck button alarm, unexpected battery alarms noted during testing or in the device trace download. All buttons functioning properly. No frozen display noted. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Device was cut open to perform visual inspection and found moisture damage on the force sensor, 40 pin flexible printed circuit/lcd, keypad flex tail on the electrical board 1. No moisture damage on the electrical board 2, motor, battery tube, vibrator and internal battery during the visual inspection. The force sensor zero offset measured out of specific range (16.5 milivolts). In conclusion, insulin flow blocked alarm during the force sensor test due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.